Event description:
Customer reported two cases of diffuse lamellar keratitis (dlk). Patient with stage 1 dlk on both eyes. Patient was treated with durezol. Patient's best corrected visual acuity was 20/20 on both eyes. Patient had no complaints. Additional follow-up was obtained. Patient's dlk was resolved on (B)(6) 2013. Bcva is 20/20 with 20/15 on both eyes for both patients. No loss of bcva on either.

Manufacturer narrative:
Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The cause of the dlk is unknown. The clinic reported this event only and did not request field service or clinical support.